Manufacturer narrative:
Continued h.6. Health effect- clinical code: e083902. Continued h.6. Health effect - impact code: f2201, f2303. Article citation: lin, benjamin r et al. ¿endophthalmitis associated with xen stent implantation.¿ american journal of ophthalmology vol. 253 (2023): 37-43. Doi:10.1016/j.ajo.2023.04.006. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The events of endophthalmitis, vision loss, blebitis and exposure are known potential adverse events addressed in the product labeling.

Event description:
Through journal article titled, endophthalmitis associated with xen stent implantation, healthcare professional reported events of "patient underwent xen45 implantation combined with cataract extraction with intraocular lens implantation in the left eye. Patient presented on pod1498, 1 day after onset of symptoms (pod1497), with bcva of lp, iop of 42 mmhg, conjunctival injection, stent exposure, hypopyon, blebitis. Patient was diagnosed with endophthalmitis and received intravitreal injections of vancomycin / ceftazidime on pod1498 and pod1499 and vancomycin/ceftazidime / dexamethasone on pod1502 in the left eye. Ppv was performed on pod1499. Device was explanted. At final follow up on pod1581, bcva was nlp and iop was 13 mmhg." This is the same article reported under MDR report#: 3011299751-2023-00127 (abbvie complaint#: (B)(4). This MDR is being submitted for case 5.